Manufacturer narrative:
The serial number of this device is unk at this time. The device manufacture date cannot be determined at this time, without a serial number of the device.

Event description:
A customer reported that a loss of telemetry monitoring occurred when four (4) cic (central stations) rebooted simultaneously. No injury was reported. This is the fourth of four reports. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.